Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence".

Event description:
It was reported that the user discontinued use of the ilet due to fluctuating blood glucose and notified the company without requesting a device return; no alarms were reported and troubleshooting and education were completed with no clear cause identified. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included complaint intake review and clinical follow-up for additional blood glucose information. Investigation of this case revealed no device malfunction or component-specific failure and no reproducible issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.